Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4+. One clip was positioned and deployed. However, post-deployment the clip detached from the septal leaflet and remained attached only to the anterior leaflet resulting in a single leaflet device attachment (slda). A second clip was positioned to stabilize the slda clip and reduced tr to grade 1+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4+. One clip was positioned and deployed. However, post-deployment the clip detached from the septal leaflet and remained attached only to the anterior leaflet resulting in a single leaflet device attachment (slda). A second clip was positioned to stabilize the slda clip and reduced tr to grade 1+.